Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During use of the device for cardiopulmonary bypass, the electronic gas delivery module unexpectedly indicated that re-calibration was required. Adjustment of gas flow rate and fio2 remained available. There was no adverse consequence to a pt as a result of this event.